Event description:
It was reported that, a t2 femoral nail had been implanted in 2004 and was subsequently revised in early 2007.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l information becomes available, a supplemental report will be issued.